Event description:
Boston scientific received information that during a follow up visit, interrogation of this device and right ventricular lead revealed ninety stored noise episodes that resulted in inappropriate shock and anti-tachycardia pacing (atp) therapy. The noise was easily reproduced with arm exercises. In addition, the impedance measurements had decreased to a low out of range measurement. There was concern of lead insulation damage. No pacing inhibition was noted as the patient with this lead has an intrinsic sinus rhythm. A decision was made to hospitalize the patient and programm the device therapy "off" until a revision procedure is performed. No adverse patient effects were experienced.

Event description:
Subsequently, a revision procedure was performed. The lead was removed and replaced successfully. Post replacement, all measurements were acceptable and defibrillation threshold testing with a 17 joule shock was successful. The device remains in service. The lead will be returned for analysis.

Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
When additional information becomes available, this event will be updated.